Event description:
It was reported the colon videoscope had scope communication error code e217 during setup and inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. The root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. In addition, the following reportable malfunctions were identified during the device evaluation: lightguide cover glass corroded. Based on the results of the investigation, the lightguide cover glass corroded is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.